Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, more than 5 years have passed since the subject device was manufactured. It is likely the parts on the board deteriorated over time due to repeated use, resulting in failure of the board. Per the legal manufacturer, the other issue identified in the initial report (capturing image into portable memory) has no potential to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a faulty cm board was found, causing no serial digital interface (sdi) signals. The reported issue was confirmed, cannot capture into portable memory. There were no sdi signals. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility reported that during using a video system center, they could not capture endoscopic images into the portable memory. There was no patient involvement or injuries reported. No additional information has been obtained.